Event description:
Related manufacturer reference number: 2017865-2021-38982. It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise and the right ventricular (rv) lead was undersensing. The patient was asymptomatic. The ra and rv leads were both reprogrammed successfully. The patient was stable throughout procedure.